Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light guide connecting section of the rigid scope was damaged. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of light-guide connector. The cause of failure of light-guide connector could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in " chapter 2 safety information", " chapter 5 preparation¿. Chapter 2.5 general warnings and cautions: warning risk of injury to the patient and/or the user. The use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Notice risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. ¿ always handle the endoscope with care. ¿ do not hold the endoscope by the distal end only. ¿ do not bend the insertion tube. Chapter 5.2 inspection general inspection ¿ make sure that the product has: - no dents, cracks, bending, or deformations. - no scratches. - no corrosion. - no lens damages or cover glass damages. - no missing or loose parts. ¿ check all markings on the product for clear visibility. Checking the light transmission. ¿ hold the distal end of the telescope against a lamp. ¿ look into the light-guide connector of the telescope. Black dots indicate defective light guide fibers. ¿ do not use a telescope with more than 25 to 30% defective light guide fibers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.